Event description:
6 months ago, bard universal catheterization tray was discontinued (lawson # (B)(4), ref (B)(4)) and was replaced with another item. Urology staff's main concern is when the catheter is inserted, before hooking the drainage bag tubing, they ensure urine flow. The container is too large and square and cannot adequately collect urine. They improvise by using a clean graduated cylinder breaking sterility. Another bard catheterization item (lawson # (B)(4)) is used on some units in the region. Clinic staff says this container has similar problems as the ones they currently stock. The request from end user staff for the collection tray to mimic the old, discontinued item, similar to the kit of an I/o catheter tray.